Event description:
The account had trouble with the hand piece during initial testing for the case. The customer was not clear on the problem but reported they used another handpiece to start the case. There was no patient consequence.